Event description:
It was reported the patient had a pump replacement in late 2012 due to pump failure. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
Additional information later reported it was a rotor stall. Per the reporter the patient was a spasticity patient and believed the patient had experienced a return of symptoms. The patient did well once the pump was replaced and had no further issues.